Event description:
Patient wife reported that in the past 10 to 14 days 9 v-go 20's have been lost due to the adhesive pad not staying attached to the body. Wife reported following proper preoperative procedure and the v-go is still becoming lose usually after 10 to 12 hours or a full day of wear. V-go devices were disposed.